Manufacturer narrative:
Concomitant products: 6947-58 lead, implanted: (B)(6) 2011; dtba1d1 device, implanted: (B)(6) 2015.

Event description:
It was reported that the left ventricular (lv) lead showed dislodgement, as the lv lead pulled back from the original position and had a high threshold value. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The partial lead was returned in segments, analyzed, and no anomalies were found. Visual summary analysis of the lead indicated apparent explant damage. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.